Event description:
Patient presented to the physician with pain due to ipg movement within the pocket. Physician brought the patient into the or and noticed the insulations on both leads were worn due to twiddling. Physician replaced the stimulation and sensing lead, re-sutured the leads and the ipg, and closed the incision site. A follow-up noted the patient reported improvement.

Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the operating room and noticed the insulations on both leads were worn due to twiddling. Physician replaced the stimulation and sensing lead, re-sutured, and closed the incision site.